Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button was unresponsive. The customer reported a blood glucose level of 270 (mg/dl). A correction bolus was delivered to address bg level. During troubleshooting with tandem technical support, the pump display powered on when plugged into a power source. Manual injections will be used for diabetes management.